Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted for a gi bleed and would continue to be monitored.

Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported gi bleed could not conclusively be determined. The patient remains ongoing on lvad support, with no further reported issues therefore the device is not available for investigation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.